Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of a large hem-o-lok clip applier instrument would move down without the surgeon moving. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the high-resolution stereo viewer attempting to manipulate instruments when the issue occurred. The issue was not related to the inability to move the instrument. The movements of the surgeon did not scale appropriately; the movements of the instrument were greater than intended. The instrument did not move in the intended direction. The instrument was tipping downwards without moving the instrument or controls. There was no shakiness/friction observed. The timing of the instrument movement was not appropriate. There was no instrument-to-instrument or system arm-to-arm interference and there was no external collision. The issue was persistent while attempting to put a clip on a duct. The customer did not have the lot number of the drape, and the drape was not available for return. There was no injury to the patient. The device was inspected prior to use, and nothing was out of the ordinary. There are no images or video recordings for isi to review. The customer did not have a time when the issue occurred. The unexpected motion did occur when attempting to place a clip around a vessel/tissue and while during clip closure. The clip did not become dislodged and fall into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large hem-o-lok clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have grip input disk #7 broken inside the housing. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.